Event description:
It was reported that "introducer needle has a crack that prevents generating a vacuum when puncturing the patient. Patient in ICU. Additional information was requested regarding patient condition; however, the distributor was unable to provide further clarification.

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided three photos for analysis. The complaint of a cracked needle hub was able to be confirmed by the photos as the first two photos revealed severe cracking of the introducer needle hub. The third photo displayed the product lidstock. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the returned customer photos. The photos revealed cracking on the needle hub. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Investigation of this issue is documented under a previously opened CAPA. Therefore, based on the customer photos and CAPA investigation, the root cause of this complaint is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "introducer needle has a crack that prevents generating a vacuum when puncturing the patient. Patient in ICU. ".

Manufacturer narrative:
(B)(4).